Event description:
Information was received indicating that the patient underwent a full revision surgery. The suspect device has not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient had high lead impedance, and the patient was said to have a different look when using the magnet. Per the father, the patient was not in discomfort. The patient was also said to be a twiddler, however no information has been received to date on the believed cause of the high impedance. Per physician's notes on x-rays that were not received by livanova, there was no obvious break in the lead. It was not believed that the patient was in pain. Surgery is likely but has not occurred to date. No additional or relevant information has been received to date.